Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. (B)(4)

Event description:
It was reported that the patient's wheelchair tipped in a parking lot approximately four months earlier. Since that time, the device had been unable to measure any capture threshold and the p-waves and r-waves were markedly decreased. The device appeared to be oversensing and undersensing at the same time and a pre-existing far field r-wave rhythm remains. Noise was noted on all electrogram vectors. A different programmer was tried with same results. Pocket manipulation resulted in no change to the displayed signals. No impedance issues were noted and the capture threshold remained normal. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed that the integrated circuit had unspecified current leakage. Analysis concluded that a defect on the l303 integrated circuit caused the high current drain that affected the functionality of the device. The defect was on the bpflt supply signal that affected the devices functionality causing it to fail multiple functional tests. The defect on the l303 was identified by visual inspection. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2015, ventricular sensing integrity counts up to 643 with atrial sic at 12. Analysis of the device memory indicated the p-wave amplitude decreased. P-wave amplitude dropped from 2 mv to 0.3mv in (B)(6) 2015. Current p-wave measurement is 00.3 mv. Analysis of the device memory indicated the r-wave amplitude decreased. R-wave amplitude dropped from 16 mv to 0.3 mv in (B)(6) 2015. Current r-wave measurement is 0.3 mv. Analysis of the device memory indicated atrial oversensing due to ffrw (far-field r-waves). Ffrw iden tified in atrial tachycardia/atrial fibrillation episodes.